Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 11.5 diopter intraocular lens was explanted due to patient being more hyperopic then desired. There was no incision enlargement, vitrectomy or sutures required. There was no patient injury post-op. The lens was replaced a same model lens of a 13.0 diopter.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/20/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two pieces probably related to the explant process. Viscoelastic residue was observed on both pieces of the returned lens. The customer's reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.